Manufacturer narrative:
The ilet device was reported to charge intermittently and slowly, with fluctuating battery levels. Testing showed the device powered on and charged normally, and no issue could be reproduced; however, engineering logs supported the user¿s report. The issue was attributed to a power/charging-related malfunction. No clinical impact occurred, a replacement device was provided, and the returned device will have its battery replaced as a precaution. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Manufacturer narrative:
Investigation included technical review and replacement of the device with instructions for shutdown, data sync to the mobile app, and return of the affected unit. Investigation of this case revealed a recurring charging performance concern despite use of a replacement charger. It was concluded that the device experienced a power-related malfunction, and a replacement ilet was supplied.

Event description:
It was reported that the ilet bionic pancreas exhibited intermittent and slow charging while connected to the charger, with indicator lights and beeps present but battery level fluctuating between approximately 10% and 50%, consistent with a device power and battery depletion problem involving the power/charging subsystem. Symptoms included no adverse clinical effects. Outcomes included a replacement device being provided and guidance to continue cgm use independently during transition.